Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 40 mg/dl. Reportedly, customer overused which caused them to go low. Customer treated low bg by consuming carbohydrates. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.